Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple malfunction alarms occurred and the pump stopped all insulin delivery. The customer experienced elevated blood glucose (bg) levels from 270 to 320 mg/dl. The customer delivered correction boluses via the pump to stabilize bg levels. During troubleshooting with tandem¿s technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.